Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported no image issue could not be reproduced and a definitive root cause of the issue could not be determined, however, the issue was possibly the result of a damaged or disconnected charged-coupled device unit or a faulty component on the circuit board due to use stress, external factors, or user handling/mishandling. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.6 checking the function in combination with related equipment". Inspection of endoscopic images ¿1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Turn on the power of the video system center, light source, and endoscope monitor, and check the endoscope image according to the "attachment" and "instruction manual" for each. 3. Adjust the amount of light to obtain a suitable brightness. 4. Observe the palm of your hand to confirm that there are no abnormalities such as noise, blurring, or cloudiness. 5. Confirm that the endoscopic image does not momentarily disappear when the endoscope is angled or the universal cord is shaken¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. However, evaluation found the following: water tightness was lost due to a pinhole on the video cable, the adhesive on the bending section cover was chipped, and there was a crack on the video connector case. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The company representative on behalf of the customer reported to olympus that screen does not appear on the laparo-thoraco videoscope even when connected and the connector was defective. It was unknown when the malfunction occurred. The device was inspected before use. The intended therapeutic procedure was completed using another device. There was no report of patient harm.